Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric sleeve procedure, they used a linear stapler. The gold reload was fired but the staples didn´t form; only cuts. This occurs in two reloads during the same procedure. The reloads were changed to complete the procedure. There were no adverse consequences for the patient. Two reloads were discarded.